Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b6. H3, h6: complaint is confirmed as it is visible on the returned picture that one screw is loose and two screws are broken. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6: code 3191 used to capture surgical intervention, medical device removal and fracture nonunion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a synthes variable angle (va) anterolateral distal tibia plate and screws would be remove from a patient and a hindfoot nail will be used for an ankle fusion. This case was done at an unknown time and place. Removal to be done on (B)(6) 2019. It is unknown if there was surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown variable angle (va) anterolateral distal tibia plate (part # unknown, lot # unknown, quantity # 1). This is report 1 of 3 for (B)(4).